Manufacturer narrative:
The device was rec'd. Investigation is not complete. The device history was downloaded at the service center. There is no programming for the customer's reported event date of (B)(6) 2013; however, a review of the most recent programming on (B)(6) 2013 at 1645 indicated a power loss alarm occurred and the device was powered on using battery power. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance at the user facility, the device powered off when bumped. It was unspecified if the device alarmed prior to the power loss. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info provided.